Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A manufacturing device history review was not performed because the results of the complaint investigation do no indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. During visual inspection, it was observed that the device was in used conditions, without the original packaging and with its certificate of safe handling. There were no particles, foreign material, cracks or any other adverse visual condition. A retain sample from the process was also visually inspected and there were no particles around connector, no foreign contamination and both samples are identical in terms of visual conditions. Therefore, the failure mode could not be confirmed. The instructions for use were reviewed and states, "devices used in or during inflation of the cuff must be clean and free from all foreign matter and must be removed from the inflation valve immediately after use; failure to do so may result in loss of cuff volume and inadequate ventilation." The root cause of the reported issue could not be determined. No actions were taken.

Event description:
It was reported that every time the tracheostomy is received back from cleaning or to go to cleaning secretions are found on the trach. The patient has chronic obstructive pulmonary disease and many secretions get encrusted on the tracheostomy. This has been seen at least 3 or 4 times. No patient injury was reported.